Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states that the sensor did not light up when it was connected to their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states that when removing the sensor, they noticed only half of the cannula was present. The customer state the sensor cannula is not intact. The customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and the sensor cannula was retracted inside of the sensor. It could not be confirmed if the customer received the sensor damaged due to being returned opened and used.